Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when they pressed the green button, they could not pull the trigger. The device was not able to fire. The surgeon was able to press the green button and squeeze the handle.